Event description:
It was reported by the rn in the intensive care unit (ICU) to the clinical support specialist (css) that they have blood in the transducer tubing connected to the central lumen. According to the rn she had a male patient post CABG (coronary artery bypass graft), avr (aortic valve replacement), tvr (tricuspid valve replacement) that had the fiberoptic intra-aortic balloon (iab) placed during surgery on the (B)(6). The patient was stable with the pump pumping in 1:1 in autopilot. Tonight ((B)(6) 2013) the patient's pressure went from systolic of 90s to 250. Blood backed up in the transducer tubing to the central lumen all the way to the transducer. They were unable to clear the line or draw back from the central lumen. The css told the rn that most likely the central lumen was clotted off. The css had the rn try to aspirate the central lumen one more time and again the rn was unable to draw blood back. The css told the rn to cap the central lumen at this time and make sure that no one tries to use the central lumen. The fiberoptic signal is good. The patient had other arterial lines to use for blood draws and the sheath with the sideport. They utilized normal saline in their transducer tubing and the pressure bag was pumped up to 300 mmhg. There were no reported patient complications. The outcome of the patient is listed as "patient is being supported on iabp." Sample will not be returned for evaluation.

Manufacturer narrative:
(B)(4).